Event description:
On (B)(6) 2013, leica biosystem received a complaint regarding sub-optimal processing from a protocol comprising 72 cassettes. As of (B)(6) 2013, the customer confirmed for leica biosystems that one (1) patient had to be re-biopsied. Pt identifier info was not provided to leica at this time. A follow-up report will be submitted if further info is obtained. Please refer to MFR report #8020030-2013-0009, for info related to the instrument and initial complaint.